Event description:
The second reported vaginal abrasion incident as a result of the needle guide and shaft on the transducer being short. The screw on the reusable guide enters the vaginal canal during egg retrieval causing abrasions on difficult/large pts.

Manufacturer narrative:
A f/u report will be submitted when the investigation has been completed.